Event description:
The reporter reported a transfer set whose spike was broken during patient use. Additional information has been requested regarding this incident. No patient injury or medical intervention was reported.

Manufacturer narrative:
The sample is in the process of being evaluated. Should additional information become available, a follow-up report will be submitted.